Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Concomitant product: addr01 ipg implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead was capped and replaced for high pacing threshold and low pacing impedance. No patient complications have been reported as a result of this event.